Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated co2 and calcium results were due to an improperly working wud and the cdp2 pump needed replacement. The instrument is performing within specs. No further eval of the device is required.

Event description:
A customer obtained an advia 2400 co2 result of > 40 meq/l on a pt sample. The customer questioned the result and did not report it to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of this discrepant result.